Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and found scuff marks on the receiver. Functional testing was attempted but could not be performed because the receiver ceased to function; therefore, a data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the reported event of an overheating receiver was confirmed. A root cause could not be determined. The dexcom g4(tm) platinum continuous glucose monitoring system (B)(4) the dexcom g4 platinum system and water: keep the receiver dry. Do not spill fluids on it or drop it into fluids. Keep the micro usb port cover closed to help prevent fluid from getting inside the receiver. Wireless communication does not work well through water so the range is much less if you are in a pool, bathtub or water bed.